Event description:
Notifed by representative a.d. That a patella clamp arm broke and came apart during a procedure and the clip that holds the round plastic section on the arm was left in the wound. It went unnoticed during the procedure but was shown on a post-op x-ray.